Manufacturer narrative:
The device was not explanted. Additional information has been requested. (B)(4).

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was deployed in a high position, resulting in a moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed but did not improve the pvl. A second valve was implanted valve-in-valve in a lower position, which resolved the pvl. During the bav, the patient experienced ventricular fibrillation that was treated with defibrillation. The patient was discharged to post-operative care that included use of a respirator and a balloon pump. It was subsequently reported that the patient died the following day; there was no indication the death was related to the device implant.

Manufacturer narrative:
Medtronic received additional information that postoperative care continued with the patient on a respirator and a balloon pump. Subsequently, one day postoperative the patient expired due to a clot in the right atrium and to the vena cava. Autopsy was performed with a reported unknown diagnosis with no relation to device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.